Event description:
A caller reported a pump malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the issue reoccurs, with an understanding to follow up if any problems persist.